Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cardiac magnetic resonance imaging (MRI) the patient experienced tender skin at the implantable pulse generator (ipg) site. Patient's skin has become tighter around the ipg site and ipg contour has become more visible. The ipg will be revised and remains in use. No further patient complications have been reported as a result of this event.